Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2013, to repair a fractured femur. Subsequently, patient was revised on (B)(6) 2013, due to the biomet medical product (bmp) plate fracturing in two fragments. The bmp plate was removed and replaced with a competitor's product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of the device found evidence of fatigue fracture due to torsional load.